Event description:
It was reported that the arctic sun device repeatedly boots to an alarm 78 (non-recoverable system error). Per additional information updated from ttm on 05nov2025, biomed had device giving alarm 78 non-recoverable system error. Per wo notes, they discussed that this was indicative of a shorted thermistor and the harness would need to be replaced. They would like a quote for a depot repair and a loaner. Per sample evaluation results received via task on 21jan2026, it was reported that the 115v chiller (sn-(B)(6)) was replaced with 115v chiller (sn-(B)(6)) due to not cooling below 30°c" found in (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed chiller. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the unit does not cool below 30°c temperature sensor harness was replaced. Chiller was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections made to tab d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device repeatedly boots to an alarm 78 (non-recoverable system error). Per additional information updated from ttm on 05nov2025, biomed had device giving alarm 78 non-recoverable system error. Per wo notes, they discussed that this was indicative of a shorted thermistor and the harness would need to be replaced. They would like a quote for a depot repair and a loaner. Per sample evaluation results received via task on 21jan2026, it was reported that the 115v chiller (sn-(B)(6)) was replaced with 115v chiller (sn-(B)(6)) due to not cooling below 30°c" found in (B)(4).